Manufacturer narrative:
E3 - occupation: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that 8.5 french fuhrman pleural/pneumopericardial catheters were twisting and kinking while in place particularly in active children. The devices were typically secured with gauze and a medical adhesive device overlying the insertion site, with additional tape securing the device lower on the abdomen/ flank. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
In additional information provided 23feb2026, it was reported that the physician received no information indicating that any of the children required chest tube replacement due to kinking or twisting of the drainage tubes.

Manufacturer narrative:
Additional information: b5 correction: h6 - annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.